Event description:
Literature: johnson rd, qadri sr, joint c, moir l, green al, aziz tz. Perioperative seizures following deep brain stimulation in patients with multiple sclerosis. Br j neurosurg. Jun 2010;24(3):289-290. Summary: this article discussed the occurrence of seizures during the peri-operative period in two thalamic deep brain stimulation (dbs) patients with histories of tremor and multiple sclerosis (ms). Event: a (B)(6) female with a history of postural and intention tremor predominately in the right arm and a 16 year history of ms, experienced a ten minute prolonged complex-partial seizure with jerking of the right side of the face as well as clonic movements of the right arm and leg five days after the implantation of left thalamic leads that were initially left externalized. The seizure was stopped by 4 mg of lorazepam, after which the patient had markedly reduced consciousness and required intubation and ventilation. An emergency CT head scan ruled out any hematomas. An electroencephalogram (eeg) showed evidence of post-ictal slowing, most pronounced over the left hemisphere. The patient was given phenytoin and was extubated within 24 hours. A right-sided todd's paresis resolved over the next three days and the dbs wires were internalized two weeks following the initial surgery without further complications. Phenytoin was changed to sodium valproate, which was discontinued three months post-operatively. The patient had no more seizure episodes. See MFR. Report #3007566237-2011-03977 regarding other patient mentioned in the article and for a copy of the article.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information has been requested.